Manufacturer narrative:
UDI number: (B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the ratcheting mechanism would not ratchet properly on a handle during a routine inspection. This was detected outside of surgery and did not have any patient impacts.

Manufacturer narrative:
The returned device was evaluated. The ratcheting mechanism was found to be nonfunctional. Inspection of the ratchet mechanism found rust, indicating the handle was not cleaned and dried correctly. The labeling lists the dry cycle time as 85 minutes. However, it is likely that the hospital did not follow this instruction. Any dry time shorter than 85 minutes is inadequate to allow for the full drying of the device and leads to the rust as seen. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that the ratcheting mechanism would not ratchet properly on a handle during a routine inspection. This was detected outside of surgery and did not have any patient impacts.